Event description:
It was reported that prior to an endoscopic retrograde cholagiopancreatoscopy (ercp) procedure, a tip detachment occurred. Upon preparation of the rx lithotripter compatable basket, the physician noted that the tip of the basket had detached and the basket did not function. Another of the same device was used to complete the procedure. The pt's status is reported as "stable". Of note, this product was used after the expiration date.